Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-dependent patient presented via merlin.net transmission showed several auto-mode switch episodes that showed intermittent atrial and ventricular undersensing. Patient was asymptomatic. Programming changes were recommended that was scheduled for patient¿s next clinic visit. Patient passed away on (B)(6) 2016 related to cancer. No further information available.